Event description:
Please be advised that this office represents the interest of pt who was seriously injured from the use of your product as a solution and cleansing agent for her contact lenses. She has been under the care of an ophthalmologist due to the ulcerated cornea. It has been determined that she was suffered some degree of loss of her vision. The exact amount I do not have at this time. Please have a representative contact the undersigned so that we can determine how to proceed in this matter.